Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a tonsilectomy and adenoidectomy, the patient got burn (second degree burn) on the patient's left inner lip and the inner left buccal mucosa by the evac 70 wand without using the ablate function before arrived at the tensile site. Additionally, the wand was clogged. After the burn on the patient the surgeon touched the wand and didn¿t feel any heat on the wand. A follow up revision revealed no burn anymore to the patient, the procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities, fluid is in the fluid line, the electrodes have been heavily used causing one electrode to erode, bio debris is present and the wand is bent from use. The product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found settings (7,3). Coagulation and plasma were generated as intended with the available electrode pieces, fluid was drawn and returned through the evac line using a syringe with no flow problem, and there was no blockage in the irrigation system. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that an undated image of the reported burn was provided for review and confirms the partial thickness (second degree) burn on the left inner lip. It was communicated via e-mail during a follow-up visit the patient no longer had the burn and it was reported that everything seemed normal. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The root cause of the reported burn could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include a suction failure. The root cause for the suction problem could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.